Event description:
It was reported that there was a right hip revised due to dislocation. Head and liner were exchanged.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown 36mm liner. An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.